Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was not sure how the insulin pump delivered too much insulin. Event occurred months ago customer did not know. Customer was able to stop it and she drank a lot of coke. Customer stated she saw the urgent medical device info and explained it. Although customer stated she did not press the button before the over delivery. Customer stated she had low blood glucose and wanted to know how much she had to eat for her blood glucose to come up. Customer stated she had to manually input blood glucose into the device and then she pressed act. Then she would see by going down what the negative was to her blood glucose to come up. The device would tell her how many carbohydrates she needed. But the device started to deliver a bolus; she was able to stop it. It seemed customer might have accidently pressed a button and not had a scroll rap issue. No further information reported.